Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose of over 600 mg/dl. Customer was wearing the insulin pump at the time of hospitalization but removed it as the hospital staff did not know how to operate the device. The customer removed the infusion set and the cannula was bent. There was no troubleshooting performed. The product has been disposed and will not be returned for analysis.